Event description:
Add'l info rec'd from hosp 1/12/06: it does not appear that the event was caused by a product defect or malfunction.

Event description:
A 6 fr. Introducer catheter for use with a swan ganz catheter broke off in pt and lodge against ventricle requiring surgical removal. Fragmented piece of catheter was not identified until 2005. 10-05 unsuccessful retrieval of broken fragment in the cath lab. Next day successful retrieval of catheter in the or requiring sternotomy.